Event description:
The patient reported that the ok and audio bolus keypad buttons are responding erratically. He stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be intact. The keypad buttons were found to be responsive with normal spring back and click. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the bolus button cover had a hole in it.